Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers: g4: PMA/510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes a white flake of foreign matter was inside of tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 01-oct-2024. Investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter in the tube was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter in the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter in the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes a white flake of foreign matter was inside of tube. No adverse impact was reported regarding the patient or user.